Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a pyxis medstation system cubie failed. The customer reported that users were unable to remove medications from the drawer, which led to a delay in the delivery of medication. There were no adverse events or injuries reported based on this incident.